Manufacturer narrative:
Country of origin is (B)(6). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek pro ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 6.4 inr and within 1 hour the laboratory result was 4.7 inr. The patient stated they have lupus. There were no changes made to the patients warfarin dose based on the meter result. The patients therapeutic range is 2.0-3.0 inr. The patients 'recent results have been variable.' There was no allegation that an adverse event occurred.